Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2015 with the following findings: the keypad was found to be intact. All of the keypad buttons were found to respond appropriately. The complaint of a keypad buttons response issue was not duplicated during testing. The keypad was removed and there was no evidence of contamination found under the button contacts. Unrelated to the complaint, investigation revealed a dim, fading display and cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.